Event description:
It was reported that pump displayed cartridge alarm 20 that did not occur during cartridge loading and had not been reported previously with this pump. There was no reported adverse impact to the customer's blood glucose level. Customer worked with technical support to load new cartridge using correct technique, successfully loaded cartridge, and resumed insulin therapy, and original cartridge lot number was unavailable.